Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device, and reported condition will continue to be tracked, and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that something "shot out" of the bd precision glide¿ needle when the plunger was depressed. The following information was provided by the initial reporter, "caller reported that when they tried to pull back on the plunger to put air into it, there was resistance/vacuum. Customer stated that they then depressed on the plunger and something shot out of the needle. Customer could not recall exact date. Event date is approximate."